Event description:
It was reported that during the implant procedure, high capture thresholds and poor sensing were noted on the right atrial (ra) lead, and the physician was not able to fully extend the lead helix. The lead was not used, and the physician elected to complete the procedure using a different lead. The patient¿s condition remained stable throughout.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. The reported events of ¿poor sensing¿ and ¿high thresholds¿ were not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.